Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 240-302 mg/dl. Pump system check was performed and air bubbles were observed in the tubing. Reportedly, customer primed air out of tubing and resumed insulin delivery.